Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient urinary foley catheter slipped out while getting out of bed. There was no urethral bleeding or pain. A nurse examined the patient and found the catheter balloon to be ruptured. The patient was immediately inspected for any remaining urethral fluid. The attending physician assessed the patient's condition and repositioned the catheter. The patient was observed to had a secure, unobstructed urinary drainage system, and had no bleeding, pain, or urine retention. The physician reassured the patient and gained their understanding. The incident was immediately reported.

Event description:
It was reported that on the evening of (B)(6) 2025, the patient urinary foley catheter slipped out while getting out of bed. There was no urethral bleeding or pain. A nurse examined the patient and found the catheter balloon to be ruptured. The patient was immediately inspected for any remaining urethral fluid. The attending physician assessed the patient's condition and repositioned the catheter. The patient was observed to had a secure, unobstructed urinary drainage system, and had no bleeding, pain, or urine retention. The physician reassured the patient and gained their understanding. The incident was immediately reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to thin sac causing by short latex dwell time, latex dip speeds out too slow and also might be contributed by user related (example: mishandling product or exposed to petroleum or sharp object). Pfmea ra87p003 rev 24 (sac manufacturing process) was reviewed for this investigation and the failure mode is addressed in step/item # 3. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speeds out too slow. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling has been conducted for investigation purposed. The IFU is attached in the investigation overview element. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.